Manufacturer narrative:
Unit had no audio tones during tone check on self test due to the broken negative transducer wire. Unit alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test due to motor error alarms. No failed battery test out of limit alarms noted when the battery was removed and reinserted.

Event description:
It was reported the pump had no audio tone. No add'l details were provided.